Manufacturer narrative:
It has since been reported that the patient underwent surgery to explant the device on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery. This report is submitted on march 7, 2019.

Manufacturer narrative:
This report is submitted on january 22, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies with the internal device, however, the issue could not be resolved. The implanted device remains.